Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smartablate system rf generator and ablation started by itself without any buttons being pressed or the foot pedal being used. The case was completed without any patient consequence. This event is MDR reportable because inadvertent ablation that occurs when the catheter tip is in contact with the heart wall or internal structures can lead to perforation, effusion or tamponade. Additionally, damage to the intracardiac structures, specifically the valves, can occur which may require surgical intervention. Lastly, ablation of normal conducting structures can necessitate temporary or permanent placement of a pacemaker. The severity of potential harm is high.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smartablate¿ system rf generator and ablation started by itself without any buttons being pressed or the foot pedal being used. The device was evaluated and no error was found. The device is within specifications. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction was found on the device. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.